Manufacturer narrative:
The hill-rom tech found the communication board was disconnected. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2011-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech reconnected the communication board to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in 815 ortho at the account. There was no patient/ user injury reported. This report was filed in complaint handling system as complaint #(B)(4).